Event description:
The user received a questionable total psa total (free + complexed) psa- prostate-specific antigen (total psa) result for one patient sample. The initial result was 13.58 ng/ml with a data flag and was reported to the doctor. The doctor did not believe the result and asked for repeat testing. The sample was repeated and the results were 1.09 and 1.08 ng/ml. An additional result of 1.02 ng/ml from (B)(6) 2012 was provided, but it was unclear if this was from the same patient sample. Clarification has been requested. The user could not provide information concerning if the patient was adversely affected. The total psa reagent lot number was 163571. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. The provided calibration and qc data did not indicate a system or reagent issue. The performance testing done on the analyzer was all within the specified range.